Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display malfunction was confirmed during product evaluation. The root cause was determined to be lines on the pump's main display. The main display was replaced to correct this condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the display had a malfunction. There was no patient involvement. The event occurred upon power up in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.